Event description:
The customer reported via phone call that they experienced air bubbles in the infusion set in the past but now, the customer found the bubbles in the reservoir. The customer tried 3 different boxes with 3 different lot numbers and keeps having the issue. Blood glucose value was between 100 and 255 mg/dl. The insulin pump was not rewound with a reservoir in place. Customer was advised to prime until the air bubbles are removed. Customer stated she removed the reservoir and placed the finger underneath the reservoir and noticed that there was insulin. Insulin was not found inside the insulin pump. The reservoirs would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.